Event description:
Site reported the superdimension ilogic system did not register the patient sensor triplet and the physician cancelled the superdimension portion of the case. The patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report : 10/10/2014. Date of follow-up report : 05/27/2015. An on-site service visit was performed and a system component, the location sub-system, was replaced due to a blown fuse causing an open circuit.

Manufacturer narrative:
The device was not returned for evaluation. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received, a follow-up report will be submitted.